Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI). It was found that the patient's implantable cardioverter defibrillator had gone into back-up operation despite having been programmed to MRI safe mode. The device was successfully restored. There were no patient consequences.